Manufacturer narrative:
The device was returned for evaluation. The device evaluation revealed: a puncture in the camera cable and failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a puncture on the cable and failed the leak test. There were no reports of patient involvement.